Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the lead had high impedances. The patient underwent a revision procedure wherein the ipg and lead was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7019807.